Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for c-reactive protein gen.3 (crpl3). The erroneous result was reported outside of the laboratory. The initial result was less than 0.3 mg/l. This result was reported outside of the laboratory. The sample was automatically re-run and the result was 45.30 mg/l. The sample was repeated again and the result was 44.89 mg/l. No adverse event occurred. The crpl3 reagent lot number and expiration date were not provided. The customer suspects the issue may have been caused by a pre-analytical issue such as a micro bubble. The customer has not complained of any additional problems.

Manufacturer narrative:
A specific root cause could not be identified. The investigation noted that zero values indicate issues with preanalytical handling at the customer site. The investigation agrees with the customer's assumption that the issue was caused by a micro bubble. The customer has had no further issues since the one occurrence on 07/16/2016. The system has been running within specification for 6 weeks.